Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently ignored a low power alarm and allowed the pump to shut down. The customer's blood glucose level was impacted (high).